Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A portion of the pushwire was returned for evaluation, as the coil was reported to have been implanted in the patient. The pushwire was found with the broken release wire extending out from its distal end. The tack weld replacement (twr) crimps were found to be intact. The pushwire segment was found bent near the proximal end. No other anomalies were found. The device was not used for testing with an in-house instant detacher due to its damaged and incomplete condition. Based on the device analysis and on the event description, the reports of ¿non-detachment¿ and ¿pre-mature detachment¿ could not be confirmed. The distal end of the pushwire and the implant coil were not returned. The intact tack weld replacement (twr) crimps are evidence that the instant detachers were not successful at breaking the crimps and subsequently failed to actuate the detachment mechanism. This likely led to the failure to detach the implant coil with the instant detachers. In regard to the difficulty during detachment by the manual method of detachment (via hypotube), it is likely that a break in the pushwire at an incorrect location led to a jagged edge on the pushwire and subsequently to a break in the release wire when the release wire was pulled back against the jagged edge. A break in the release wire may have led to a failure of the coin to immediately pull back from the lumen stop, thus preventing implant coil detachment during detachment by the manual method. In regards to the issue of ¿pre-mature detachment¿, it is possible that the coin did eventually pull back from the lumen stop following the attempted manual method of the detachment and during removal of the pushwire from the patient. The bend and break in the pushwire likely occurred during the reported manual method of detachment. It could not be determined if the axium coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. When the device is received and the investigation has been completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure of aneurysm embolization, the physician used the first coil to form basket. Then a second coil was used the fill the aneurysm, but the coil couldn¿t be detached after entering the aneurysm. The coil was removed and found detached. Another coil was used and the procedure was completed successfully. No patient injury was reported.